Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, remedial therapy began with fortum (1g, ip), reflin (1gm, ip) and amikacin (250mg, ip), frequencies not reported. Dianeal therapy was ongoing. The outcome of the peritonitis was unknown. Concomitant medications were not reported. The nurse stated that the event of peritonitis was related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.